Event description:
This system was explanted due to endocarditis. There is currently no indication that a new system has been implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
Endocarditis was observed following the implantation of this biotronik device. Therefore the device as received was visually inspected. The visual inspection revealed no external anomalies. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In conclusion there was no indication of a material or manufacturing problem.